Event description:
It was reported that a patient was underwent a da vinci-assisted total pancreatectomy and splenectomy procedure on (B)(6) 2021. The surgeon reported that the surgery took ten hours to complete. During the surgery, it was seen that the hem-o-lok clip slipped off the superior pancreaticoduodenal vein and from the right gastric artery stump. This was identified and secured during the procedure. On (B)(6) 2021, the patient experienced bleeding and had multiple transfusions and embolization followed by one day in intensive therapy unit. On (B)(6) 2021, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the bleeding was observed at the inferior pancreaticoduodenal artery, this was dissected and divided with scissors between two large hemolok clips. The surgeon reported that the ¿patient lost over two liters of blood due to a slipped clip¿. Four (4) units of blood was transfused to the patient. Per the video review performed by the surgeon, who reported that the clip was appropriately placed and there was no instrument dysfunction at all. The surgeon indicated that it was a hem-o-lok issue. The surgeon confirmed that the patient is currently doing well, recovering, aiming for home early next week if continues to make progress. There is no evidence and no allegation that a malfunction of an isi system, instrument, or accessory has occurred.

Manufacturer narrative:
Based on the available information, the cause of the reported of the patient experienced bleeding, which required blood transfusion and hospitalization after the procedure was unable to be determined. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Per the video review performed by the surgeon, who confirmed that the clip was appropriately placed and there was no instrument dysfunction at all, this was the hem-o-lok issue. The video review was performed by intuitive surgical inc. (Isi¿s) clinical development engineer (cde) team and the findings are as follows: there was no malfunction of the clip applier instruments witnessed in the video. The clips appear to fasten securely upon deployment and clip into place as intended. The vessels are transected directly adjacent to the placed clips in each instance. There is minor interaction of the suction irrigator, grasper, and scissors with the placed clips during dissection and transection of the vessels, but nothing outside of a typical workflow. Around 14 minutes, the right gastric artery was clipped, and gauze was being used to retract the tissue away from the dissection site. There is minor interaction of the gauze with the clip, but the clip remains closed as intended. Then, there is bleeding from the artery despite the clip ¿ it appears that the clip slid on the vessel, allowing blood to spurt out. The interaction of the gauze with the clip is gentle and slow. There was no misuse or malfunction of intuitive products throughout the video. System log review was performed, the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported incident. This event is being reported due to the following conclusion: it was alleged that the patient experienced post-operative bleeding. The patient lost over two liters of blood, which was allegedly due to a slipped hem-o-lok clip. It was reported that the patient had an additional surgery and received a blood transfusion of four units and embolization followed by one day in intensive therapy unit (itu) as a result of the reported issue. If additional information is obtained a follow-up MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.